Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the attempt to access the left side during a replacement procedure, the svc was "perfed" with a 9fr introducer. The physician then had to access from the right side, and during the right ventricular lead extraction, the atrial lead dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.